Manufacturer narrative:
(B)(4). The device history review for weckvista access balloon port 10mmx70mm, lot #73f16000210021 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
In approximately a ten day period the customer has had at least six ports that burst during use. The additional information stated that no patient was adversely affected.